Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a mealtime bolus but consumed more carbohydrates than what was entered into the bolus menu. The customer's blood glucose (bg) level subsequently increased to "high" (specific bg value was not provided). Customer delivered a correction bolus via the pump to address bg.